Manufacturer narrative:
No lot code or sample was provided by the customer. Pfno is enrolled in the formulation stability program in which it is tested according to this product's stability specifications on a set schedule. Raw material testing is performed per requirements and disposition based on established acceptance criteria. All compounding, pre-processing, filling, and packaging mbrs are subjected to 2 independent reviews. A single, normal level I iba ansi z1.4 for attributes is performed for every lot manufactured. The process includes a review of the following: all chemistry and microbial in-process and finished product results environmental, utility, bioburden records sanitization records. The product is manufactured according to requirements of the perfluoron device master record. The product is sterilized via filtration through sterilized silastic tubing filled into dry heat sterilized vials using a peristaltic pump. The product insert provides indications, instructions, and storage condition. Customer product storage and use could not be confirmed. No lot code was reported or sample provided by the customer. No further action is possible at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Ruiz del rio n. Iatrogenic macular hole during liquid perfluorocarbon injection in retinal detachment surgery. 2023, 9 8(7):413¿416. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that a patient was presented with supertemporal hematogenous retinal detachment. During vitrectomy surgery along with ophthalmic liquid injection a full thickness macular developed hole was developed and ophthalmic liquid accumulated in subretinal space and it was extracted through macular hole. Postoperatively, ocular coherence tomography confirmed the existence of a full-thickness macular hole and cystoid edema at the margins of the hole . One month later, this macular hole was successfully treated with the use of an inverted internal limiting membrane flap.